Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). It was reported, that the device does not charge properly, with the controller initially showing excellent recharge quality, before shutting off and displaying a message, that charging is interrupted. And not in a good position. Additionally, the patient reported, poor quality charging overall. The patient, also noted, an irregularity in the implant's positioning, describing it as tilted and at an angle in their back. The issue had persisted, since the initial implant. And had worsened over time, with the patient unable to charge the device, for the past month. The patient did not observe, any damage to the recharger used with the 2023 controller. And mentioned, using different rechargers for both controllers. The patient suspected, the implant's positioning might be contributing to the charging issues. The patient, had a scheduled doctor's appointment, but was informed that a representative could not be present on short notice. Leading to an appointment with a representative on a later date. The patient was advised, to attempt charging with an alternative recharger and to contact their healthcare provider for further assistance. The issue remained unresolved. And the patient was redirected to their healthcare provider for further evaluation.